Event description:
Product analysis summary: the pulse generator met electrical test specifications. There were no visual anomalies identified or observed. The pulse generator did not show any condition that would have contributed to the reported increase in seizures or performance failure.

Event description:
Vns pt was experiencing daily seizures and was complaining of not feeling well. It was reported that the pt's device was programmed to 0.3 minutes off (18 seconds) 60 seconds on, which calculates to a 74% duty cycle. Treating neurologist reportedly "changed the device to more appropriate settings" (specifics unknown). Investigation to date has been unable to determine whether the pt experienced an increase in seizure acitivty above pre-vns baseline frequency.